Manufacturer narrative:
On (B)(6) 2019 we received additional information as follows: the revision surgery was completed successfully on (B)(6) 2019. The surgeon removed the 10 mm tibial insert and replaced it with a 17 mm insert and reported that the knee was stable. The date of the event was modified with the revision surgery date.

Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 168346: (B)(4) items manufactured and released on (B)(6) 2017. Expiration date: 2022-02-02. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2019 the surgeon reported that the patient presented with an unstable knee, he plans to exchange the tibial insert for a thicker one. The revision surgery is booked for (B)(6) 2019.